Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
A user posted a comment on the (B)(6) website regarding difficulties using the fx series of oxygenators. The posting reported that inconsistencies of po2 values were experienced during use on three occasions. The specifics of the events are unknown as the report was found from a website.